Manufacturer narrative:
Gehc surgery personnel found issue appears to have been caused by communication issue with gib board. Debug log shows arcnet loosing communications with node 40 then shows several gib errors.

Event description:
Customer reported system appeared to be giving fluoro when footswitch was let off. Showed live on monitor and indicator lamp was on. Issue appears to have been caused by communication issue with gib board.